Event description:
Olympus further received information that the delay of procedure did not cause deterioration in patient's health. The patient was placed on antibiotics, diagnosed with right middle/lower lobe pneumonia and transferred to a different hospital for bronchoscopy. The patient's condition at time of transfer was stable. It is unknown if the intended procedure was completed and/or foreign body was ruled out or removed.

Event description:
As reported, the bronchovideoscope did not show picture on the screen. There were no error messages observed. The issue occurred at the beginning of pediatric bronchoscopy to rule out foreign body. The patient was intubated, the case aborted, and patient was taken to post anesthesia care unit (pacu).